Event description:
Customer's wife reported that customer was hospitalized for high blood glucose levels. Troubleshooting was performed and pump passed the prime test. Tubing clamp was not available for high pressure test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.